Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, when iol was implanted, doctor noticed that in the optical part of the lens/edge of the lens, has a casting defect. There were no scratches/blemishes visible in the middle of the lens and the lens was otherwise intact. Doctor assessed the situation and concluded that the lens did not need to be replaced. There was no patient harm. Additional information has been requested.